Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient indicated that the circumstances leading up to the patient reported symptoms was that "heat had gave up." The patient did not know what actions were taken to resolve the reported issues, but indicated that their symptoms and implant trouble had not resolved. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having trouble with the implant and that their body is feeling like it wants to reject it. The patient indicated that they have had issues every year since implant and has "been given a pill every year." The patient's past issues included high fever for 5 days, being sent to the hospital/infections disease physician and given some pills so "it went away," pain, blood in urine, and "other issues." The patient was "given pills" which they finished off and was waiting for their next healthcare provider (hcp) appointment for next steps; additionally, the patient had pain in their leg and back so the patient was given a "pain/relaxer pill." The patient then indicated that the pain pill does not really help, and the patient began having more difficulty a couple weeks later which included "can't sit/can't do nothing." The patient had been told to go to the ER, but then indicated that it went away. The patient was advised to follow-up with their healthcare provider (hcp), but the patient did not have a managing hcp for the implanted system. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that they had pain, blood in urine sometimes when seating cause me pain in bed. Doctor said it is too done and needed to change it. Patient was getting blood test and also a CT/ivp on (B)(6) 2018. It been try to resolved it. Patient's weight had been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they had leg pain with their first implant. There were no further complication reported or anticipated.